Manufacturer narrative:
H3: 97755 was returned for product analysis. Analysis found there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Recharger. The reason for call was patient stated the recharger cord going into the paddle and the oblong part at the end of the cord were getting very hot when charging the implant. Patient also said the cord smelled like it was shorting out. Patient said the issue started about a week ago, patient charged to 50% and then charging stopped and when they went to adjust the paddle, they felt the recharger was really hot. An email was sent to the repair department to replace the recharger. No symptoms were reported.